Manufacturer narrative:
The complaint of a leak was confirmed. The leak was located in the d/l tubing at the point where the tubing meets the distal end of the bifurcation. It appears that the catheter tore and exposed the venous lumen. There were partial tears near the hole, which did not fully penetrate through the tubing. The exact cause of the complaint is unk.

Event description:
It was reported that the catheter failed and is leaking along the shaft. Patient was treated for site infection with bactroban for a period of close to two months. Hospital referred to the IFU.